Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a hip procedure, the assembly pin broke while attaching the a-frame to the efficient impactor. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed the tip of the guide rod to be fractured. The head is lightly scratches and the threads are free of damage. Wear rings were observed around the shaft. The average hardness of the guide rod was found to be rc 49.7 and meets print requirements. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.